Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose of 47 mg/dl. The customer reported that they were assisted by paramedics to treat the low blood glucose. The customer also stated that they woke up with low blood glucose of 55 mg/dl and with food, milk and ice coffee. The insulin pump will not be returned for analysis.